Event description:
It was reported that intermittent significantly low defibrillatory impedance was observed on the right ventricular (rv) lead. Programming recommendations were requested. The patient was stable.

Event description:
New information received suggests the patient was scheduled for a revision procedure at a later date. No programming changes were made. The patient was stable.